Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Service history review: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of a broken door; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken door was confirmed by service. This condition was caused by the pump's door assembly being broken at the upper and lower hinge stops. The door assembly was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.